Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested, and examined using a microscope. Both cylinders had wear at a fold in the center of the body. Cylinder 1 had a leak by the proximal end from sharp instrument damage most likely occurred during explant therefore, pressure testing was not performed. Cylinder 2 had no leaks and passed the pressure test as performed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, and examined using the microscope. The reservoir section of the strain relief junction and the one of the cylinder kink resistant tubing (krt) section had leaks from sharp instrument damage most likely occurred during explant. Under microscope observation, contamination was found within the pump. The pump was not functionally tested due to the contamination found in the pump. Product analysis was unable to confirm the reported clinical observation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to inflation issues. The device only inflated one time after implantation, a new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to inflation issues. The device only inflated one time after implantation, a new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the replacement surgery, the patient was expected to fully recover.